Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an eccentric, de novo lesion in the proximal right coronary artery with no tortuosity, mild calcification and 90% stenosis. A 3.50x20 mm traveler rx balloon dilatation catheter (bdc) was prepped as per the instructions for use. The balloon of the bdc ruptured on the first inflation at 4 atmospheres. There was no resistance on removal of the bdc. The procedure was successfully completed with a non-abbott device. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.